Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited premature battery depletion. The icm was explanted and replaced. The patient was in a stable condition and reported no symptoms.